Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review could not be performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date because the patient information was unknown. An investigation of the device history records (DHR) was not conducted because the lot number and patient information were unknown. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during dwell 1 of their pd treatment. The baxter representative reported the patient stated when they made the connection, they used a wrench to tighten the adapter to the baxter bag connection to ensure the connection was tight. The baxter representative reported the patient stated that there was a clear separation from adapter and the bag connection. It is unknown at which point in therapy the leak may have begun. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The connector used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. Upon follow up, the baxter representative stated the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The baxter representative also stated that the event occurred in an unknown month of 2019. Additional information was requested, however; was not provided.